Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and other spasticity. It was reported on (B)(6) that compatibility guidelines were requested for MRI (magnetic resonance imaging) and it was unknown if the procedure was due to a problem with the device or therapy. It was related that the patient told the hcp that the pump was not working for some time. The date of the event was asked but unknown. It was noted that the hcp called the patient¿s managing hcp and they had not seen the patient for over a year. No further complications were reported or anticipated.